Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After an unknown guidewire passed through the lesion, a 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation at unknown pressure, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.